Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible syncope and a couple falls. On device check it was observed that the atrial lead position check had failed. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.